Event description:
The reporter stated that he did a meter to lab comparison test. The tests were done within 15 minutes. The reading on his meter test (capillary) was 186 mg/dl, and the lab test result was 141 mg/dl. The reporter did not have any symptoms.